Event description:
(B)(4). Right after getting essure implanted my body started rejecting them. Cause ingredients an infection. When I went for my 3 month dye test we noticed that my left coil had migrated from tube. I was having hair loss weight gain daily migraines mood swings extreme bloating numbness in toes rash all over body. My dr and I decided that I needed them out. We went with taking my tubes out (the entire tubes ). I also had a massive hernia removed as well at the same time. Removal was done (B)(6) 2015.